Event description:
New information received notes that the device was explanted and replaced. The patient was stable.

Manufacturer narrative:
Additional information: b1, b2, b5, d7, h1. The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
Final analysis noted the complaint of premature battery depletion and longevity anomaly was not confirmed. Analysis was normal. No anomalies were noted. The device was received at elective replacement indicator (eri) range of operation in line with projected longevity. Review of session records indicates auto-capture feature was enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Analysis performed, including evaluation of the device at different pulse amplitudes found current levels within normal range of operation and no indication of premature depletion detected. Total projected longevity based on field settings was 4.84 years; the device was implanted for 5.67 years which exceeded projected longevity and it is considered normal battery depletion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that premature battery depletion was noted for the device. The elective replacement indicator reached earlier than the battery longevity projection. Device replacement was discussed. The patient was stable.